Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 475 mg/dl. Ketones were present. Customer went to the emergency room (ER) and treated with fluids/insulin. Customer alleged the pump was not operating correctly. After 9 hours, customer left the ER feeling exhausted and felt "symptomatic diabetic ketoacidosis". As the event occurred in the past, tandem technical support could not determine cause of event.